Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of error e333 touch panel error could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus that the video system center had an e333 touch panel error. It is unknown when the reported issue was observed. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance support (tac), the customer reported that there was a touch panel error e333. Upon troubleshooting, the customer cycled power to clear the e333 error code, and the issue continued. Tac instructed the customer that the device needed to be sent to olympus for repair, according to the tech guide. Tac also emailed instructions for cleaning the touchscreen. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. .